Event description:
Info received indicates the right foot brake caster is not holding when in brake.

Manufacturer narrative:
The tech isolated the issue to the caster being worn. He replaced the brake caster to repair the bed.